Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low right ventricular (rv) intrinsic amplitudes at 1.7 mv and oversensing. Additionally, this ICD delivered three inappropriate anti-tachycardia pacing (atp) and three inappropriate shocks. Technical services (ts) discussed reprogramming options and further in office evaluation of this ICD system. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update information in sections b5 and h6.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low right ventricular (rv) intrinsic amplitudes at 1.7 mv and oversensing. Additionally, this ICD delivered three inappropriate anti-tachycardia pacing (atp) and three inappropriate shocks. Technical services (ts) discussed reprogramming options and further in office evaluation of this ICD system. This ICD remains in service. No additional adverse patient effects were reported. Additional information was received indicating that the physician programmed tachycardia therapy off until a revision procedure was completed. The lead was subsequently explanted and replaced due to a dislodgement that cause the oversensing and inappropriate therapy observations. No additional adverse patient effects were reported. This device remains in service.